Manufacturer narrative:
Qn#: (B)(4).

Event description:
At the time of insertion, the guidewire is bent and does not advance. A new device was obtained for use and catheter inserted. The patient's condition is reported as "good - no complications".

Manufacturer narrative:
Qn# (B)(4). The customer returned one arrow guide wire for analysis. Visual analysis revealed three major kinks on the guide wire body. The distal j-bend was intact. Microscopic examination confirmed the kinks and revealed that the distal and proximal welds were spherical and intact. The kinks in the guide wire measured 20mm, 93mm and 420mm from the distal weld. The guide wire total length measured 454mm, which is within the specification limits of 449.2mm-458.8mm per the guide wire graphic. The guide wire outer diameter measured .446mm, which is within the specification limits of .432mm-.457mm per the guide wire graphic. Functional inspection was performed to recreate the product's intended use. The IFU provided with this kit states: "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The guide wire was inserted through a lab inventory introducer needle. Resistance was observed at the kinked portions of the guidewire; however, no resistance was observed while advancing the undamaged portions. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed three major kinks on the guide wire. The guide wire met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
At the time of insertion, the guidewire is bent and does not advance. A new device was obtained for use and catheter inserted. The patient's condition is reported as "good - no complications".